Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we hae concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred and the ultrasonic output error displayed. Consequently, during the examination after the procedure, the probe tip broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the physician used the subject device for a procedure, the physician replaced the subject device due to the ultrasonic output error display. It was reported that the alarm could not be heard. After the procedure, when the probe of the subject device was confirmed, the probe tip broke. There was no pt harm reported.